Event description:
During testing at the MFR, it was reported that the device overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During testing, it was reported that the device attachment overheated. Internal components were evaluated, which revealed the presence of debris around the bearings. The presence of debris can increase the friction among the rotating components of the device which can result in generation of heat.